Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The b5 field was corrected to included all related patient identifiers. The customer provided a response to questions related to reprocessing steps taken when the foreign matter was observed. Based on the response, no deviations from the instructions from use were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was due to insufficient reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This medical device report is related to the following patient identifiers: (B)(6) (model number: oer-pro, this report). (B)(6) (model number: oer-pro). (B)(6) (model number: oer-pro). (B)(6) (model number: oer-pro).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using his olympus endoscope reprocessor, he discovered black dots in the mesh filter. There was no patient involvement during this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to inspect the device. During the inspection, the user¿s report was confirmed. Additionally, the fse noted that the gasket between the ultrasound plate and the basin was deteriorated to the point that rubber was flaking off. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.